Event description:
It was reported that upon deploying an embolization coil within a ruptured aneurysm, the coil prematurely detached partially within the aneurysm and the microcatheter. The coil appeared stretched and remained partially in the aneurysm and the vessel. No attempt was made to retrieve it. On (B)(4) 2013, it was reported that a surgery was performed to drain blood from the rupture. Medications were administered and the vessel was patient. The status of the patient was good.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the sample has not been returned to date. The delivery pusher is said to be available for return. An analysis will be performed upon it's arrival. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.